Event description:
Hill-rom received a report from the account stating the bed exit would turn on, but not alarm. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed exit was not alarming due to the bed exit strip not working. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the bed exit tape switch to resolve the issue. Based on this info, no further action is required.